Manufacturer narrative:
.

Event description:
It was reported that post cryoablation procedure, the patient felt numbness in the arm after being discharged. The patient returned to the emergency room (ER) where medication was administered. The physician confirmed that the patient suffered a stroke and has since fully recovered. It was noted that nothing unusual occurred during the original procedure and the case had been completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files showed at least fourteen injections were performed with the reported catheter without any issue. The reported catheter was not returned and no product malfunction was alleged. A clinical issue was encountered post-procedure; the patient had stroke symptoms after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.